Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant in the right eye, he is experiencing constant pain, the eye is more closed (deepening), tearing, tense dark vision with little contrast, among other symptoms. These symptoms have impacted his quality of life and it is worse than before the surgery. As a result, he is afraid to have surgery on the left eye. He lives with a kind of constant neuralgia in the operated eye. His vision has low contrast and he sees in the dark worse now than before the surgery. He has difficulty reading and working. As a result, he suffers nervous and moral upheaval. No additional information is expected.